Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the left ventricular (lv) lead. Reprogramming efforts were performed and the plan is continuing to be monitored. Subsequently, a revision procedure was performed and the crt-d was explanted. While the lv lead was surgically abandoned. Both products were successful replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the left ventricular (lv) lead. Reprogramming efforts were performed and the plan is continuing to be monitored. At this time, the product remains in service and no adverse patient effects were reported.